Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # l54m18. The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no partial fire was noted during functional testing.

Event description:
It was reported that during a partial gastrectomy procedure, the device partially fired. It was unknown no which firing this occurred. It is unknown if buttressing material was used. The reload type used was unknown, however it is in the device. The procedure was completed with another like device. No patient consequences were reported.